Event description:
It was reported that: on (B)(6) 2007 the patient underwent l3-5 decompression infusion using posterior competitor device to treat spinal stenosis and spondylolisthesis. It was reported there were no intraoperative complications. On (B)(6) 2009 the patient underwent a 2 stage procedure consisting of anterior lumbar fusion at l1-5 and posterior revision of prior failed instrumentation and redo instrumentation to treat post failed attempt at l3-5 decompression with segmental instrumentation and posterolateral fusion ; and severe disc degeneration at l1-2 and l2-3 with persistent lumbar spinal stenosis. It was reported the patient experienced post-op leukocytosis and vitals were stable before discharge. At discharge on (B)(6) 2009, the patient reported right hip pain, left hip numbness, and the abdomen was soft and tender to palpation. It was reported at the end of the procedure there were no apparent complications evident. On (B)(6) 2013 the patient presented with back pain post fusion. Lumbar/sacral myelogram and postmyelogram CT indicated ¿there is no significant central canal stenosis. Greatest degree of neural encroachment appears to be in the neural foramina bilaterally at l4-5, right greater than left. There is also some right foraminal stenosis at l5-s1 to a lesser degree. At l2-3, there is a small right paramedian posterior osteophyte, with mild effacement of the ventral thecal sac and right l2 nerve root. ¿ it is also reported that from l1 to l5, there is no significant posterior bone growth, and no evidence of hardware malposition. Posterior bone fusion mass appears mature. The attorney additionally reports failed fusion as injuries on case summary, which is not supported for the (B)(6) 2009 procedure in the records, but is supportive of the initial (B)(6) 2007 procedure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.